Event description:
Reporter noted scleral tunnel burn occurred in two patients, using different handpieces, but same system. Sutures routinely; no additional sutures required. Wounds are watertight, but edges gaping. Patient 1 of 2: expects full recovery and no long term side effects.